Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the fill tubing process, insulin was observed exiting as a stream versus drops. Contact declined tandem technical support's offer to troubleshoot. Blood glucose was 380 mg/dl.